Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 489 mg/dl at the time of the incident. The customer stated that she gave herself manual injections. The customer stated that she was given insulin drips and fluids during the hospitalization. The customer stated that she got sick and was vomiting. The date of the hospitalization was (B)(6) 2015. The customer stated that she removed the insulin pump at the hospital. The customer stated that the no delivery alarm was resolved by infusion set change. The insulin pump will not be returned for analysis.